Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 21-nov-2022. H6: investigation summary: it was reported there was a foreign substance on the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and there are black specks adhered to the needle around the needle tip. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. The analysis report has the closest match as containing silicone. However, the foreign matter was not large enough to distinguish between its composition and the already present silicone on the needle. Therefore, the foreign matter is not known. The photo provided shows the sample received. A device history record review was completed for provided material number 305197, lot number 2088798. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The needle assembly process was reviewed for cleanliness. The equipment and conveyors were found clean. No foreign matter of any kind was observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Event description:
It was reported that black foreign matter was found on the bd precisionglide¿ needle prior to use. The following information was provided by the initial reporter: "situation: foreign substance identified on needle. Background: a pharmacy technician utilized attention to detail and identified a black foreign substance on a 16g needle when inspecting supplies prior to compounding."

Event description:
It was reported that black foreign matter was found on the bd precisionglide¿ needle prior to use. The following information was provided by the initial reporter: "situation: foreign substance identified on needle. Background: a pharmacy technician utilized attention to detail and identified a black foreign substance on a 16g needle when inspecting supplies prior to compounding."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.